Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent infusion set cannula and mentioned that they experienced high blood glucose of 424mg/dl at the time of the incident. The customer treated with insulin pump bolus and declined to troubleshoot for the high readings. The customer was assisted with bent cannula troubleshooting. Customer was advised best practices for site preparation and insertion techniques. The customer was advised to change infusion set. The insulin pump will not be returned for analysis.